Manufacturer narrative:
The device was returned and analysis completed. A delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were interlocked within introducer sheath. The introducer sheath was inspected, and no anomalies were noted, the twist lock had been opened. The main coil was found kinked and stretched. The delivery wire was inspected, and no anomalies were noticed. No more damages were found in the returned device. The delivery wire was advanced through the introducer sheath, and no resistance was noticed. The proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies were noticed. The zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies were noticed. The dimensional inspection revealed that the outer diameter (od) at the zap tip and primary coil were found to be within specification. However, the distal and proximal fiber bundles were found to be not within specification.

Event description:
Reportable based on device analysis completed on 12jul2021. It was reported that the coil could not be slide out and delivered to the site. A 20mm x 40cm interlock was selected for use. During the embolization, it was noted that the coil could not be slide out and delivered to the site. There were no complications reported. However, device analysis revealed missing fiber bundles.